Manufacturer narrative:
The manufacturer previously missed to capture reporter phone. After review, it was determined that should be corrected. Reporter phone has been corrected.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired dream station CPAP with an allegation of headache. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.